Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel perforation occurred requiring placement of a covered stent. The target lesion was located in the left common iliac artery and a left common femoral access site was used. The physician chose a 7f/short sheath and placed the viperwire across the lesion. The lesion was approx 80% occluded, heavily calcified and 30 mm in length, with a reference vessel diameter of 10 mm. Two low speed runs were performed with the diamondback oad with some slowing of speed noted on the first run, but no fluctuation of speed noted on the second low speed run. After 30 seconds of rest between runs, a third run was made on medium speed for approx 30 seconds. The total spin time was 1 min, 32 sec. During the rest period, the physician realized that he was not properly connected to the arterial sheath to monitor the pt's blood pressure. After it was reconnected, initially the pressure was dampened, and then it normalized for a few seconds, but then it dropped again. The oad was still in the sheath, so the physician backed it out, but the monitor still read a very low blood pressure. He immediately performed an angiogram and noted a perforation in the treatment region. The physician performed balloon angioplasty in the area and successfully sealed the perforation. The sheath was exchanged for a 9f sheath and a 10 x 40 mm covered stent was placed at the perforation site and was post-dilated with a 9 x 40 balloon. A f/u aortogram confirmed proper stent placement and sealing of the perforation. The procedure was completed with 0% residual stenosis of the lesion. The pt was in stable condition at completion of the procedure and was discharged two days later with no further complications.

Manufacturer narrative:
Device analysis: the device was discarded at the facility; therefore, an analysis of the actual complaint device was not possible, and the root cause for the reported event remains unk. (B)(4).